Manufacturer narrative:
B5: upon follow up it was clarified regarding the peritonitis episode 2 years ago where ¿infectious agent identified was related to the cat¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was not reported. It was reported that the patient presented to the emergency due to the event however, it was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin and ceftazidime (2 gram each, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.